Event description:
Per dealer the chair will drive on it own and veer left or right as it driven.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.